Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v571557, implanted: (B)(6) 2011, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # v576414, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37602, serial # unknown, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the replacement was done due to normal battery depletion.

Event description:
It was reported the manufacturing representative measured impedances of less than 250 ohms and the patient was not receiving therapy. It was noted that monopolar impedances were in range, but bipolar impedances were 35 ohms. It was noted the manufacturing representative ran impedance measurements after the patient¿s ins was replaced and they still had low impedances. The reporter stated they noticed the patient¿s tremor on their left side was much worse than their right side. Additional information received reported the manufacturing representative was reading low out of range impedance values. The reporter stated a short was found during surgery between the 0-1 pair. It was noted that the manufacturing representative measured the impedances with the new ins and there was still a short. It was further noted the short existed prior to surgery. The reporter stated the patient had some breakthrough tremor prior to surgery that they attributed to the patient¿s ins battery being low. The reporter further state they planned to program around the short, but had not done so at the time this report.